Manufacturer narrative:
This report is filed october 31, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 as the electrode array was not in the cochlea. The patient was reimplanted with a new device during the same surgery.